Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant test/laboratory date, including dates: continued. (B)(6) 2010: operative transesophageal echocardiogram=left ventricular ejection fraction is now estimated at approximately 45%. There is trivial mitral regurgitation (B)(6) 2010: ECG=atrial fibrillation with rapid ventricular response there was no reported product deficiency. The reported angina, atrial fibrillation (arrhythmia), cerebrovascular accident (stroke), ischemia, myocardial infarction, re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design. It was reported that the xience stent was implanted with out pre-dilating the lesion. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported event as the patient effects did not occur until four months after the initial procedure.

Event description:
It was reported that approximately four months post direct stenting procedure with one 2.5 x 12 xience v stent in the first diagonal artery and one 2.75 x 15 xience v stent in the distal circumflex artery, the patient was hospitalized with an acute ischemic cerebral vascular accident with symptoms of weakness, left shoulder discomfort and weakness, left-sided lower facial numbness and substernal chest discomfort. Diagnostic testing revealed elevated cardiac enzymes and st elevation on EKG which was diagnosed as a non q-wave myocardial infarction undetermined if caused by the target vessel. MRI of the brain revealed an acute infarct in the right parietal lobe, cardiac catheterization revealed a 95% in-stent restenosis in the proximal left anterior descending artery of a non-abbott stent and a 95% ramus stenosis. The patient was started on oxygen and subcutaneous lovenox. On (B)(6) 2010, the patient underwent coronary artery bypass grafting (CABG) of the mid left anterior descending artery target vessel and the ramus artery non-target vessel. Additionally, four days post CABG, the patient experienced atrial fibrillation which was treated with amiodarone, heparin and coumadin. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no additional information provided.